Event description:
It was reported that when interrogating the device, the pacing percentages all display "???" In the field, and the observation screen states that the cardiac compass data and rate histogram data is invalid. The patient stated that they had been undergoing radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.